Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2005 the "plaintiff was implanted with a pelvic mesh product "for the treatment of stress urinary incontinence and/or pelvic organ prolapse." The plaintiff's attorney alleges that the plaintiff "underwent repair and revision surgery on or about (B)(6) 2006." The plaintiff's attorney also alleges that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures" and "other damages."

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.